Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed; no conclusion could be drawn. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the handle with quick coupling broke in the surgeon's hand, fragments were generated but none in the patient and was removed easily. There was no surgical delay. The surgical procedure was the regular orif. No removal or revision, no surgical delay the procedure successfully completed. No patient consequence. This complaint involves one (1) device. This report is 1 of 1 for (B)(4).